Manufacturer narrative:
Examination of the returned used device item ts8865 could not confirm the reported problem. Returned device was inspected per print and inspection procedure. No discrepancies could be found with machined critical dimensions. Product is machined to required specifications and no sharp edges were found when inspected under the microscope. There has been one similar complaint for this lot number and failure mode within the past two years. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ts8865 open loop tendon stripper device tore muscle off the hamstring tendon and did not cut the tendon properly during an acl procedure on (B)(6) 2019. The surgeon then inserted a competitor device to complete the procedure. The procedure did not result in any type of injury to the patient or user, nor was any medical intervention or prolonged hospitalization reported. The procedure was completed as normal with a 5-minute delay. This report is being raised on the basis of injury due to a second attempt to retrieve the muscle being required since the ts8865 tore the muscle on the first attempt.